Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensors, both thermocouples, and electrode 1 met specifications during electrical testing with no short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The event description states that rf energy was applied at 50w for approximately 17 seconds. Tactiflex ablation catheter, sensor enabled instructions for use (IFU) recommends using a power of 50w for up to 10 seconds and warns ¿application of rf energy outside of the power and duration recommendations may increase the likelihood of steam pop occurrence.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event and the cause remains unknown the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and cardiac perforation could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a steam pop and cardiac perforation occurred requiring a pericardiocentesis. It was noted that a pop occurred in the right atrial anterior. Electrical conduction was initiated from the posterior side of the right pulmonary vein roof, and a pop occurred when passing the bottom and reached the anterior side. After the pop was confirmed, a pericardiocentesis was performed for treatment. The procedure was completed without replacing the device.